Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The target lesion was located in the mildly tortuous, moderately calcified, and 2.5 mm in diameter distal right coronary artery (rca). A 2.50 mm x 15 mm nc emerge® balloon catheter was advanced for pre-dilation. The balloon was inflated to 18 atmospheres, then a 2.5 x 28 mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The 2.50 mm x 15 mm nc emerge® balloon catheter was re-used to facilitate the delivery of a non-bsc guide extension catheter by anchoring this balloon distally and track the guide extension catheter down to support the delivery of the stent. However, when the balloon was inflated at 12 atmospheres in the distal vessel, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. After using the non-bsc guide extension catheter, the 2.5 x 28 mm synergy¿ des was successfully crossed and deployed in the lesion. The procedure was completed. No patient complications were reported and the patient's status was stable.